Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart upon removal. She went to the doctor and was diagnosed with yeast infection and prescribed antibiotics. Her health has improved.